Manufacturer narrative:
The fse reported the customer declined the repair. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported battery failure. The field service engineer clarified the backup battery is depleted and is not able to maintain a charge. The customer reported there was no patient involvement.